Event description:
The pt had a biliary drainage catheter placed in the liver for about a month. The pt had experienced some discomfort and pain. There was also leakage around the catheter. The radiologist decided to replace the catheter. Upon removal they noted that the catheter had separated. Procedure to remove the remaining catheter using a snare and a basket took approximately 1 1/2 hours to retrieve. New catheter was placed without any problems.